Event description:
It was reported that a customer's pump display was frozen and unresponsive, and the malfunction could not be resolved with a pump reset. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which did not resolve the issue, leading to a replacement of the pump. The customer did not trust the device any longer and planned to use multiple daily injections as a backup therapy. The pump was under warranty, and the customer agreed to return the faulty pump with a prepaid label and store it in storage mode before sending it back.